Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was reading 5.7 mmol/l and the patient¿s girlfriend noticed he was not responding. She assumed he was having a low, so she gave him glucagon and immediately did a finger stick which showed the patient's blood glucose was at or below 3.0 mmol/l. The girlfriend called 911 and the patient was taken to the hospital to be treated for the low blood sugar. At the hospital dditional glucagon and fluids were given and the patient was monitored until he was released later that day. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.